Manufacturer narrative:
H.6. Investigation: five photos were returned from lot. No. 8128654, cat. No. 320631. Visual examination of the returned photos was carried out and a cannula through shield was observed. A lot history review was carried out and one related non conformance was raised in association with this packaged lot. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Capa131809 was raised to address this issue.

Event description:
It was reported that the needle was sticking out of packaging thus affecting sterility with a bd pen needle 31x8. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: my wife put her hand into the box to retrieve a fresh needle and discovered the exposed needle. There was no blood and no medical attention was required. This is the second time this has happened. The previous time was in (B)(6) 2020 with a different box. We have checked the remaining contents of the current box and all the remaining needles are ok.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was sticking out of packaging thus affecting sterility with a bd pen needle 31x8. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: my wife put her hand into the box to retrieve a fresh needle and discovered the exposed needle. There was no blood and no medical attention was required. This is the second time this has happened. The previous time was in (B)(6) 2020 with a different box. We have checked the remaining contents of the current box and all the remaining needles are ok.